Event description:
Nobel biocare USA has received a report of osseo failures for five implants -part# and lot#s unknown. These are not nobel biocare implants and, per 21 cfr 803.22, it is required that the loss be reported to the FDA. It is believed that the implants are manufactured by 3i/biomet (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).